Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged and unable to charge properly. Additionally, it was reported that the pump was depleting rapidly, and the battery gauge was fluctuating. There was no reported impact to customer's blood glucose level. The customer declined to provide additional information regarding the reported issue.